Manufacturer narrative:
A steris service technician inspected the table along with the biomedical personnel who was present during the reported event and it was found that the biomedical personnel did not know the proper operation of the backup hand control. The technician further inspected the table and found that the floor lock indication would not change to unlocked using either the normal or backup controls. Further inspection found the table top lash was excessive in the longitudinal direction. The column plastic cover was also found damaged and sealant was not present on the table base shrouds. The steris service technician replaced the table control, damaged column plastic cover and bracket, adjusted table lash in the head to foot direction, replaced damaged/missing hardware and installed missing/damaged decals and confirmed the unit was operational. The table is not under steris service contract and is serviced and maintained by the biomedical department. The steris technician advised the biomedical personnel the importance of properly maintaining the table and the importance of understanding the proper functions of the table.

Event description:
The user facility reported that during a patient procedure with the surgery site open, the table would not articulate. A technician from the user facility's biomedical department was called into the room and was unable to articulate the table via the hand control or the backup hand control. The surgery site on the patient was closed and the patient was transferred to another table where the procedure was completed successfully.